Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of an initial power-up issue. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The cause was unable to be established more specifically as the device logs were not obtained. The device was scrapped.